Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site. He confirmed the reported issue. The affected detector needs to be replaced. An exchange detector was sent to the site and installed. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that the portable detector model skyplate was dropped and has artifact that will not clear after several calibrations. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
Ref. ID: (B)(4). Philips field service engineer investigated on site. He confirmed the reported issue. The affected detector needs to be replaced. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.